Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that four hours after placement of the single lumen pressure monitoring set in the right femoral artery, the arterial line waveform was found to be flat. The catheter was removed and found to be kinked and cracked on both sides approximately 2.25cm from the hub. A new line was placed, there were no injuries or additional procedures reported.